Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 4 and 24 hours. The patients reported blood glucose level was over 300 mg/dl. The patient reported symptoms include the insertion site smelling and having purulent discharge. Once at urgent care the patients pod was removed and the patient was diagnosed with an infection. The patients insertion site was lanced and the patient is waiting on the results of a culture. The patient was given antibiotics to be taken twice daily. The patient applied a new pod. The patient was released from urgent care on the same day as the event.